Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk needle (model# unknown lot# 564992). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 267cc of fluid was removed. The patient was reported to be in stable condition. There were no patient factors that could have contributed to this event. The patient did not require longer hospitalization and was discharged with no additional consequences. The patient has since fully recovered. The physician did not provide a causality opinion for the cause of this adverse event. A transseptal puncture was performed with a st jude medical brk needle. The patient received anticoagulant and the activated clotting time was maintained at 300-350 seconds. A mobicath large curve sheath was used during the procedure. The generator was in power control mode and ablation was performed at 30 watts for the case. The power was not titrated in this case. Irrigation was performed at correct catheter settings. The total ablation time was one hour and six minutes. The ablation time at the site of injury is unknown since the injury site was unknown. There were no error messages observed on biosense webster equipment during the procedure.